Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the drill sleeve does not slide into the guiding holes. Instrument appears to be badly damaged likely due to repeated strikes with a hammer. There was no injury or harm to the patient. No further information was provided, it is unknown if there was any type of surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: synthes (B)(4) manufactured the aiming arm for cannulated tibial nails, part 03.010.052, and lot 5015859 (supplier lot 1355562). Initially, the part conformed to the synthes final inspection sheets. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the aiming arm, for titanium cannulated tibial nails-ex is an instrument routinely used in the titanium cannulated tibial nails system. The returned aiming arm, for titanium cannulated tibial nails-ex is in fairly poor condition with significant discoloration and signs of wear. The device was returned and reported that the drill sleeve does not slide into the aiming arm¿s guiding holes. The complaint description describes the aiming arm as ¿badly damaged due to repeated strikes with a hammer.¿ this condition is confirmed test sample would not slide into the a/p hole. It is likely that the device was hammered on significantly causing the shape of the hole to become bent and distorted preventing the protection sleeve from being used with the a/p hole. It is likely that excessive hammering on the device led to this confirmed complaint; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.